Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the lead. It was also observed that the lead exhibited no low voltage output. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of stylet failure to advance and no left ventricular output were confirmed. Analysis found that a complete lead was returned in one piece measuring 57.8 cm with 58 cm firm stylet. X-ray of the lead found the inner coil to be over-torqued at the connector region. Electrical testing found internal shorts between the conductors due to the damaged inner coil. The guidewire insertion test could not be performed due to the damaged inner coil. The cause of the reported events was isolated to the inner coil being damaged consistent with procedural damage.